Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to misuse due to prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/04/2024, it was reported by a sales representative via e-mail that an ar-2923bc suture anchors eyelet broke. This occurred during an anterior bankart procedure where they used an ar-2923ds to drill a pilot hole for the anchor. A suturetape was passed around the labrum using a labral scorpion and the suture was loaded onto the ar-2923bc anchor. The device was inserted into the pilot hole and the slack was pulled out, when the surgeon malleted the anchor down to bone the sutures came loose, so he pulled the anchor out and the eyelet broke at the tip and would no longer hold onto the suturetape. They were able to complete the repair with another ar-2923bc. All fragments were retrieved from the patient.